Event description:
Further information was received that the reason for device replacement was low battery and that high impedance was not observed prior to the generator replacement. It was confirmed that ok diagnostics had been observed prior to generator replacement and that ok diagnostics had been observed after the generator replacement therefore the change in impedance that was observed during product analysis does not indicate a device issue or device failure.

Event description:
Patient underwent generator replacement due to depleting battery on (B)(6) 2018. The explanted generator was received by product analysis. Product analysis of the generator was completed. The product analysis lab confirmed that the generator was at neos (near end of service)=yes. There were no performance of any other type of adverse events found with the pulse generator. In the data dumb for the generator, it was noted that the last 25% change in impedance was from a high impedance value to a high impedance value on (B)(6) 2018. No other relevant information has been received to date.